Event description:
It was reported that the left ventricular (lv) lead was pulled back, which was confirmed through x-rays. Later on, the left ventricular (lv) lead presented loss of capture. This lv lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Based on the instructions for use for this product, dislodgment behavior is a known inherent risk of the use of this lead. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the left ventricular (lv) lead was pulled back, which was confirmed through x-rays. Later on, the left ventricular (lv) lead presented loss of capture. This lv lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported. Based on the instructions for use for this product, x behavior is a known inherent risk of the use of this lead. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.